Event description:
It was reported the customer had frequent no delivery alarms during a bolus or basal delivery. Customer's blood glucose was unknown. The customer was unable to troubleshoot at the time of the call because the alarm was from a past event. The customer stated they were able to resume their insulin pump and continue with their infusion set. Customer was advised to call back when the alarm occurs to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.